Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer examined the probes and cleaned sample probe 1 (s1), reagent probe 1 (r1) and reagent probe 2 (r2) drains with drain brush. The customer performed alignments on s1, r1, and r2 which passed. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found a cracked sample drain and replaced it. The cse replaced s1 and r1 probes and aligned them. The cse ran service methods, resulting satisfactory. The customer ran qc, resulting satisfactory. A cse was at the customer's site four days later to address the r2 bottom of cuvette alignment and potential sampling issues. The cse ran service methods, resulting satisfactory. The cause for the discordant, falsely low alb result is unknown. MDR 2517506-2017-00585 was filed for the same event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low albumin (alb) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low alb result.

Manufacturer narrative:
The initial MDR 2517506-2017-00589 was filed on july 12, 2017. Additional information (07/18/2017): a siemens headquarters support center specialist reviewed the event data and determined that the cause of the discordant, falsely low alb result is attributed to the cracked sample drain and compromised reagent 1 (r1) probe, which was resolved by the replacement of the drain and r1 probe. Supplemental MDR 2517506-2017-00585_s1 was filed for the same event. The instrument is performing according to specifications. No further evaluation of the device is required. Event description was corrected from: "the discordant result was reported to the physician(s)". To: "the discordant result was not reported to the physician(s)". From" "the corrected result was reported to the physician(s)" to: "the repeated result was reported to the physician(s)".

Event description:
The discordant result was not reported to the physician(s). The repeated result was reported to the physician(s).